Manufacturer narrative:
Samples received: 14 unopened pouches. There are no previous complaints of this code batch. There are (B)(4) units in OEM stock. Tightness test performed on the samples received and the units are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record. This product had a normal process and the results during the process fulfilled OEM requirements. Needle attachment results prior to release of the product were within specification. Final conclusion: the complaint is not corresponding (not justified). Corrective / preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.